Manufacturer narrative:
Correction to additional MFR narrative on initial report: delete (1) concomitant 8300 etco2. The customer¿s report of a pca overinfusion was not confirmed. The pcu event log shows that at 12:54 pm on (B)(6) 2017 the device was programmed to infuse a pca only infusion of hydromorphone 0.2 mg in 1 ml with a dose of 0.5mg (2.5 ml per dose), 10 minute lockout interval, and 2 mg/1 hr max limit. This programming continued until 5:22 pm on (B)(6) 2017 when the device was channeled off. During this period, there were 56 pca dose requests delivered plus 1 partial pca dose of 2.484 ml for a total of 142.484 ml. There were 29 pca requests not delivered due to the lockout interval, 9 pca requests not delivered due to reaching the max limit and 2 pca requests not delivered due to the syringe being empty. During the time frame specified by the customer between 8:06 am and 11:00 am on (B)(6) 2017, there were 7 pca dose requests delivered. There were no requests delivered within the 10 minute lockout period during this period or during the entire infusion. The root cause of the reported event was not identified.

Manufacturer narrative:
Concomitant medical products: (2)8300 etco2;8100; pri tubing. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a dilaudid infusion (pca only) with a dose of 0.5mg, lockout interval of 10 minutes and max limit of 2 mg/hr appeared to have infused additional doses within a few minutes of each other instead of the 10 minute lockout interval. As a result, the patient was given narcan. There was no report of lasting harm.